Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the float switch was shedding, stained enclosure, cracked tank cover, bent micro switch, damaged pole clamp, and broken front cover. The alarm was triggered by raising the temperature of the device to 43.1 degrees which is the over temp alarm set point. It did not alert the over temp situation because the setting was out of calibration. Root cause was attributed to calibration. The cracked tank and alarm complaints were both confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the float switch, enclosure, tank cover, micro switch, pole clamp, and front cover. Performed preventative maintenance. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device's over temperature check failed. Case was cracked. It failed during preventative maintenance testing. There was no patient involvement. No patient or clinical harm/adverse event reported.